Event description:
The subject catheter was returned for analysis and the device investigation revealed that the subject catheter shaft was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter distal shaft was seen to be kinked/bent. The catheter distal shaft was seen to be cut at 147.5 cm from the hub. The catheter hub was intact. The catheter tip was not returned. During the functional inspection, the catheter was flushed, and a 0.0158" patency mandrel was advanced through the microcatheter. Resistance was noted in the distal shaft, and the concomitant coil was pushed out. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while delivering the coil, the operator tried to resheath the coil, then redelivered the coil into the catheter and the coil detached whilst in the catheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the catheter distal shaft was seen to be kinked/bent. The catheter distal shaft was seen to be cut at 145.5 cm from the hub. The catheter hub was intact. The catheter tip was not returned. On functional inspection, the catheter was flushed and a patency mandrel was advanced through the microcatheter. Resistance was noted in the distal shaft, and the concomitant coil was pushed out of catheter. The reported events 'catheter, difficulty advancing coil' and 'catheter, coil jammed' were confirmed. The reported event 'catheter, coil jammed' will be assigned a probable cause of procedural factors and the reported and analyzed 'catheter, difficulty advancing coil' will be assigned a probable cause of procedural factors. The analysed 'catheter shaft kinked/bent', 'catheter shaft friction', and 'catheter shaft broken/fractured during use' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.